Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The stryker service representative replaced the device's therapy connector to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the therapy connector was cracked. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.